Event description:
It was reported that during a vats lobectomy procedure, the device was closed on a vessel with a black cartridge and fired. Following the firing of the device, there was bleeding from the vessel. The vessel was clamped and a white reload was fired across the vessel to control the bleeding. It was reported that the patient lost between 400 and 500 ccs of blood. The patient received one unit of blood and was stable after the procedure. The cartridge and the device were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional follow up: dr. Said the patient is doing great and discharged shortly after the procedure. During the case, the black cartridge was used inadvertently on lung parenchyma instead of gray. The staples did fire properly and by their design. Since the case, the nurses, techs and surgeon have been thoroughly in-serviced. Being discharged indicates there are no consequences from the procedure and the surgeon is expecting the patient's full recovery.